Event description:
It was reported that the patient's blood glucose level rose to between 300 mg/dl and 400 mg/dl while wearing the pod. Investigation of the pod found a tear in the cannula. The device was originally reported for insulin leaking during wear.

Manufacturer narrative:
Investigation of the returned device found the unexposed portion of the soft cannula to be torn. A leak test was conducted successfully, and fluid was found to leak from the tear in the unexposed portion of the soft cannula. It could not be determined when or how the damage to soft cannula occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.g991usqshhyi1. Hardware: sm-g991u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.